Manufacturer narrative:
(B)(4). Batch # m54v4n. The analysis results showed that the tlh90 device was received with the handle open, and the knob out of position, with a cartridge present on the device. The cartridge was received fully fired. No functional test could be performed due to the conditions of the returned device. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout tab and the adjusting knob damaged. The damage to the tab and knob is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the knob. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy procedure, the surgeon described that upon opening the stapler there were no completed form staples. A large otomy was noticed. Surgeon described that the stapler was very hard to initially close. The tissue retaining pin was in place and the firing trigger was completely fired. The procedure was completed by oversewing the stomach. There were no patient consequences reported.